Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed, not reproduced. The device evaluation found no malfunctions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the visera elite ii video system center had e216 error and the image did not transfer. The issue was found during preparation for the use of orthopedic surgery (therapeutic), which was completed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.